Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a reading of 407 mg/dl on their blood glucose meter. The consumer administered 1.5 units of insulin and subsequently experienced a hypoglycemic event which did not require medical intervention. During the call to customer support, it was revealed that the consumer improperly stores the test strips which may contribute to a loss of integrity of test strips. The consumer was educated on these directions for use at the time of call.